Event description:
A customer's friend reported customer was getting an error-3 message on their freestyle lite blood glucose meter and as a result of being unable to test, experienced hypoglycemic episode with seizure and loss of consciousness. The caller further reported giving customer one tablespoon of cake frosting before the paramedics arrived. The customer also was treated by paramedics with glucose gel after obtaining a glucose reading of 15 mg/dl on the hcp meter and transported to a local ER where they were diagnosed with hypoglycemia, monitored for 12 hours and released from the hospital after their blood glucose was stabilized. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Manufacturer narrative:
(B) (4). Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.

Event description:
A customer reported getting an error-1 message on their freestyle lite blood glucose meter and the test didn't start after sample was applied. They also reported getting an error-1 and error-3 messages on their freestyle freedom lite meter. The customer further reported as a result of being unable to test, he experienced symptoms of hypoglycemia. The paramedics were called and treated him with "sugar shot". He also self-treated with food counteract the event. There was no report of death or permanent impairment associated with this medical event.